Manufacturer narrative:
Lot review: suspect lot review of the mfg. Lot database for lot# 3281109 (mfg. Date 07/2016) shows (B)(4) units were manufactured, tested, inspected, and released; citing no exception documents. Visual analysis: received one used 460830443, transpac 4 kit with 03ml flush device for childrens hospital; lot# unknown. Partial device returned. Only the insulated syringe was returned. The pressure tubing was confirmed to be separated from the female luer, no tubing remains in the tubing pocket. Functional testing: unit was visually examined. No defect or anomaly was observed with the female luer. No pressure tubing was returned for inspection. Full solvent rings and evidence of solvent residue was observed in the tubing pocked. Final analysis summary: the reported complaint of separation was confirmed. The root cause of the failure could not be determined. It does appear to have encountered excessive force as there was a complete bond area in the luer. ICU medical will continue to monitor and trend the reported complaint.

Event description:
Complaint rec'd regarding one (1) 460830443, transpac 4 kit with 03ml flush device for childrens hospital; lot# unknown. The report states, clinician reported finding sheathed syringe in patient's bed, disconnected from extension tubing. The tubing allegedly pulled out of the female connector at the syringe tip. Delay in critical therapy reported but no adverse patient consequences reported.

Manufacturer narrative:
Lot review: suspect lot review of the mfg. Lot database for lot# 3281109 (mfg. Date 07/2016) shows (B)(4) units were manufactured, tested, inspected, and released; citing no exception documents.

Event description:
Complaint rec'd regarding one (1) 460830443, transpac 4 kit with 03ml flush device for (B)(6) hospital; lot# unknown. The report states, clinician reported finding sheathed syringe in patient's bed, disconnected from extension tubing. The tubing allegedly pulled out of the female connector at the syringe tip. Delay in critical therapy reported but no adverse patient consequences reported.